Event description:
A 24 mm diameter x 14 mm x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unk. It was reported that 17 momths post implant, the patient was in for follow up appointment. The CT demonstrated that due to by disease progression resulting in dilatation of the aortic neck the stent graft has migrated with a type I endoleak. The physician referred the patient to another facility for a possible secondary intervention of additing an aortic cuff, however the physician elected to remove the stent graft and its components from the patient before the patient was seen at another facility. The physician surgically converted the patient to a conventional stent graft. No additional clinical sequelae were reported and the patient is fine. The stent graft was discarded by the user facility.